Manufacturer narrative:
UDI: (B)(6) investigation summary: the complaint device was received at the service center and evaluated. It was reported that broken chassis. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device base cart was physically damaged. The complete system was replaced to resolve the issues. The physical damage to the device base cart is most likely due to user mishandling of the device or a possible fall. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown procedure on an unknown date, it was observed that the pump device had a broken chassis while performing a preventative maintenance. There were no adverse patient consequences reported. No additional information was provided.